Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the evaluation system.

Event description:
Patient status post orif of left radius. Surgeon noted that after the cast was removed, the patient lifted a heavy object and experienced left arm swelling. A follow up x-ray showed a re-fracture of the left radius; surgeon removed the hardware and revised.